Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. It did not meet the requirements for reflux testing due to large amounts of proteinaceous debris observed in the interior and exterior of the valve. The valve was able to be adjusted to all performance levels within a single attempt. The performance level setting did not spontaneously change during testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was not adjusting properly. According to the report the patient was implanted with the device on (B)(6) 2015. Reportedly, the valve could not be adjusted from the 2.5 setting. The doctor removed and replaced the valve with another valve on (B)(6) 2015. It was also reported that there was no injury to the patient.